Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll for evaluation. Visual inspection was performed and no damages were observed. The customer reported event was confirmed. The unit did not complete its charging cycle and was disabled by the test multi-chemistry charger. Review of the archive data also revealed that the battery was not being charged and left in the autopulse for an extended period of time. The battery management issue may have contributed to the problem reported.

Manufacturer narrative:
Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the battery used during this event was fully charged as indicated by the green lights on the multi-chemistry charger (mcc). The customer did not know when the last time the batteries were fully charged. It was confirmed that leds were illuminated when the batteries were placed in the mcc. However when the battery was inserted into the autopulse, the platform did not power on. No other information was provided.